Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, the reported event was caused by a modification to the tip of the device. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible product enhancements intended to further minimize the potential for this type of event to occur. Recall number: 2027111-12/06/18-001-r.

Event description:
Procedure performed: tatme. Electrosurgical probe was used in tatme procedure in combination with gelpoint path and isb during a test case (soft launch) of the new products (gpp with isb and new epix probe) in [city] with [dr] and cd being present during the case. After having worked with the probe for a while, suddenly the surgeon noticed some insulation parts of the l-hook falling off. Probe was cleaned then and the remaining pieces of insulation material were fully removed by the scrub nursethe l-hook and suction function were both activated several times after the incident had happened. Patient status: no patient injury. Type of intervention: probe was cleaned then and the remaining pieces of insulation material were fully removed by the scrub nurse.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: tatme. Electrosurgical probe was used in tatme procedure in combination with gelpoint path and isb during a test case (soft launch) of the new products (gpp with isb and new epix probe) in [city] with [dr] and cd being present during the case. After having worked with the probe for a while, suddenly the surgeon noticed some insulation parts of the l-hook falling off. Probe was cleaned then and the remaining pieces of insulation material were fully removed by the scrub nurse the l-hook and suction function were both activated several times after the incident had happened. Patient status: no patient injury. Type of intervention: probe was cleaned then and the remaining pieces of insulation material were fully removed by the scrub nurse